Event description:
The rptr did meter to lab comparison tests, 20 minutes apart. Rptr's meter read 124 mg/dl, and the lab test result was 180 mg/dl. Rptr did not have any symptoms. Control solution testing was not done due to lack of supplies. On f/u, the rptr stated that some of the test strips appeared to be green on the back (confirmation) side of the strips. Rptr described an accurate technique of applying own blood sample, checks the confirmation dot when testing, and cleans meter regularly. No harm was alleged.